Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen had dots. Customer¿s blood glucose level ranged between 100-150 mg/dl. No additional information was provided by the customer.